Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. Low bg cause was not known. Customer was "rushed to ER (emergency room)" and was treated with intravenous (IV) fluids of saline and "d-50 IV solution". Customer was discharged the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.